Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/19/2017 with the following findings: the pump was not powered back on by the user after the time that the overheating was reported ((B)(6) 2017 at 22:25). The black box history verified the vp and vm were steady, with no sudden drops prior to the reported time of the overheating. The pump was tested for a minimum of 24 hours at 1.00 unit/hour with no alarms, overheating, or power loss duplicated. Th pump electrical current draws were within specifications. There was no evidence of moisture in the battery compartment or internally. The power flex and components were inspected with no defects found. The battery in use at the time of the complaint was not returned with the pump. The complaint of overheating could not be confirmed or duplicated.